Event description:
The user facility reported that their endogator tubing set leaked onto the floor. The leak was identified prior to the start of the procedure and the water was quickly contained. No report of injury or procedure delay.

Manufacturer narrative:
The device subject of the event was discarded and could not be returned for evaluation. Without the returned device, a root cause cannot be determined. The lot history record for the device subject of the event was reviewed and no abnormalities were noted. A complaint review determined that this is an isolated event for the subject lot. Instruction for use for the endogator tubing 200230u state: "open pump head, insert endogator tubing and close pump head. (Note: ensure that tubing is placed in between tube markers.) Prime the tubing prior to use by activating the foot pedal; flush water through the entire gi endoscope." A steris account manager performed in-service training with user facility personnel on the proper use and operation of the endogator tubing. UDI related data clarification - the model/catalog number subject of the event is not marketed in the united states; therefore, it is not in gudid. No additional issues have been reported.